Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stop cocks was returned for evaluation. A non-edwards introducer with non-edwards contamination shield was located on the catheter body between 30 cm and 90 cm from the catheter tip. Two pressure tubes with a three-way stop cock were also returned. No packaging was returned. No error message was found on vigilance ii monitor when the catheter was connected to the monitor. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of thermal filament circuit was within specification measuring 38.66 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon, catheter body, or returned syringe as observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that indicated cco value was 18.0l/min for approximately 30 minutes during use in ICU after surgery. After that, the value went down to 4.0l/min to 5.0l/min so the customer did not make any changes. No troubleshooting was performed. The expected value was 4.0l/min to 6.0l/min. The patient was not treated based on the incorrect values. There was no occlusion, leakage or kink noted with the catheter. It is unknown if the error message was observed. There were no patient complications reported.